Manufacturer narrative:
Additional information obtained from noah clinical representative on 18mar2026 confirmed that bleeding was first observed during ebus inspection, with no evidence of bleeding prior to the system freeze/crash event. The freeze occurred during forceps advancement for the second biopsy attempt and was not immediately recognized by the user. The user only became aware that the system had frozen only after the system resumed, at which point the tool was visualized in a different anatomical location. During the freeze, a loud "click" noise was reported; however, no unintended robotic arm movement or loss of scope control was observed. No system warnings or alerts were reported before or after the system failure. The system reboot occurred automatically, and the procedure was completed without further reported system issues. The absence of c-arm animation during the tilt sweep did not impact procedural workflow, and the sweep was completed with usable imaging. The physician identified the source of bleeding at the lesion site and attributed the event to the ebus procedure, while not ruling out potential contribution from system behavior. No pneumothorax was identified post-procedure. The patient was discharged the next day. System and bronchoscope manufacturing records were reviewed and found no issues associated with this event. The bronchoscope was not returned for evaluation as it was discarded; however, manufacturing records confirm it passed final qa/qc inspection prior to release. Bleeding onset was not directly visualized on video and likely occurred between recorded segments, may have occurred during the period when the system froze and the physician continued advancing the forceps without real-time visualization. Video review and system logs identified a software-related malfunction (loss of animation and image freeze progressing to system shutdown). This resulted in temporary loss of image guidance, which may have led to unrecognized forceps advancement and potential over-insertion, consistent with identified use error. Precautions for this software-related malfunction are included in the current IFU (pn 10000752 rev. O), contrary to instructions provided by the noah clinical representative. The observed symptoms (image freeze and delayed tool visualization) are considered precursor signs of the same underlying software condition, not independent failures. Given the temporal association between the loss of visualization, possible tool malposition, and subsequent bleeding, a device/software-related contribution is considered at least possibly related, although a definitive causal relationship cannot be established. The physician attributed the bleeding to the ebus procedure; however, a contributing role of the system malfunction cannot be excluded. This MDR has been submitted because the patient experienced major pulmonary bleeding requiring medical intervention and ICU admission during a galaxy-assisted bronchoscopy procedure. During biopsy, the system exhibited loss of animation and image freeze, which are precursor symptoms of a software-related failure mode that can progress to system shutdown. This resulted in temporary loss of real-time visualization, and upon recovery, the biopsy tool was visualized in a different anatomical position, indicating potential unrecognized advancement during the loss of image guidance. Although the physician attributed the bleeding to the ebus procedure, the temporal association between the system malfunction, loss of visualization, and subsequent bleeding supports that a device/software-related contribution is at least possibly related.

Event description:
It was reported that a male in his mid-70s underwent a galaxy-assisted biopsy procedure for a lesion in the right upper lobe. During the procedure, allegations were reported of absent animation during the tilt sweep and a system freeze mid-procedure. Heavy bleeding was observed following completion of the procedure. The case began as expected, including successful completion of the tilt sweep despite the absence of c-arm animation, for which the noah clinical representative advised continuation as no prior occurrence of this issue was known to them. Following lesion targeting, biopsy was initiated. One needle pass was completed without issue. During advancement of forceps for a second biopsy attempt, the system experienced a freeze and subsequent shutdown. After approximately 10 seconds, the system resumed, displayed the tool in a different anatomical position, and then shut down again. The system automatically rebooted after approximately 20 seconds and prompted continuation of the procedure. The physician expressed concern for a potential serious injury at that time; however, after assessment, the patient was deemed stable and the procedure continued. The procedure was completed following system recovery. During subsequent ebus inspection, a copious amount (exact volume not provided) of bleeding was observed. Multiple interventions, including blockers, cold saline, and other unspecified measures, were required to stabilize the patient. The patient was admitted to the ICU following the event. Attempts to gather additional patient demographics were unsuccessful.